Manufacturer narrative:
H3: product analysis #815830637: pli# 10 product ID# 3058 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that 4 weeks ago, the healthcare provider told the patient the battery had to be replaced. Caller said, the surgical center called a couple days later. But the surgery center was not in network with the patient's insurance. Caller has made 4 phone calls to the surgeon and has not heard a word. The patient was redirected to their healthcare provider to further address the issue. Caller said, they didn't know if the battery was dead, due to normal battery depletion. And said, the dead battery was creating problems. Sent hcp listings. Additional information was received, from a manufacturer representative (rep). The battery is dead and needs to be replaced, but the original doctor that put it in, will not schedule surgery to do this nor return a phone call. That was the reason for the initial call to you. She has found a new doctor and has an appointment to see him friday, 9/13. Hopefully, he will schedule it soon after. Additional, information was received from the patient. It was reported, that the patient representative stated, they were working with a new healthcare provider. The patient met with a mdt rep and went over everything, they had an x-ray and had another appointment to finalize what will be done. The patient rep stated, that (B)(6) was handling the issue. Additional information was received, from the patient. It was reported, that the patient would be received a replacement of the old unit with a new on (B)(6) 2024. The patient stated, the healthcare provider was not interested in the x-rays. They just looked at the patient's spouse back and said it had problems. And had to be replaces, sooner the better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.